Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a stonetome stone removal device was used during an endoscopic sphincterotomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the cut wire was unable to be straightened. After removing the device, the cut wire was found to be bent. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.